Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during pms: device is loss of external power alarm. Battery led is not glowing. 24v dc output voltage not available from the power supply. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: during pms: device is loss of external power alarm. Battery led is not glowing. 24v dc output voltage not available from the power supply no patient involvement